Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported via user/facility medwatch # (B)(4) that stent damage post deployment occurred. The target lesion was located in the very tortuous first obtuse marginal (om) branch. A 2.25 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. Following post-dilatation, the stent looked well opposed to vessel. However, during removal of the guide wire from the vessel, the guide wire caught on the stent's edge and pulled the stent back like an accordion causing the stent to shorten by 8-10mm. The physician did not remove the stent but admitted the patient to the intensive care unit for observation of any side effects from the stent placement. The procedure was completed with no patient complications reported.